Manufacturer narrative:
Additional information: e1 (first and last name), e3, e4 (email), g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, when attempting to flush the venous lumen, the integrity of the central line was compromised. A tear on the patient's lines was present that leaked. Hemodialysis double lumen central catheter noted saline leak from venous (blue) lumen from the area where the two clear plastics meet before the white hub during connection for hemodialysis. They clamped and secured it until they were able to get to the or (operating room) to have it replaced. At-risk, the patient missed a run and had to get another central line placed. It caused inconvenience to patient. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted there was a cut in the extension tube which led to a leak. It was reported that there was a leak on the extension tube at or near the bifurcate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by clamping the tubing too close to the hub. Clamping the extension tube close to the bifurcator can cause excess stress on the extension tubing which can lead to breaks in the tubing where it connects to the hub. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.